Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 84-year-old male patient was placing a impella cp across the valve and into the left ventricle (lv) for support of a surgical turndown patient. The placement was causing the patient to experience bradycardia. As such, the team intervened and placed a temporary pacer and medicated with atropine.

Manufacturer narrative:
The investigation for the reported arrhythmia has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of arrhythmia could not be determined as the device was not returned nor sufficient clinical details. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.